Manufacturer narrative:
(B)(4). A deployed ultraflex esophageal ng distal release stent was received for analysis. Device analysis identified no issues with the returned device which could have contributed to the complaint incident. The stent length was measured with a calibrated ruler and the stent dimensions were within specification. It was noted that the stent cover was folded. During the crochet process the stent cover may be stretched by more than 50% of its length and therefore the stent cover may fold over when deployed. The stent was verified to meet specification during the product analysis. Therefore, a review and analysis of all available information indicated that the most probable root cause is not confirmed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that an 18x15 ultraflex esophageal ng distal release stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to dilate an 11cm stenosis due to malignancy. Reportedly, the narrowest portion if the stricture was 5-6cm long and was relatively hard. The stricture was not dilated prior to stent placement. During the procedure, the physician introduced the 15cm stent to the desired location and the stent was able to be deployed. However, the physician noted that the stent was longer than expected. The stent was removed from the patient and was measured to be about 16-17cm in length, 1-2cm longer than the labeled length. The procedure was completed with an 18x10cm ultraflex esophageal ng distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that an 18x15 ultraflex esophageal ng distal release stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was to be used to dilate an 11cm stenosis due to malignancy. Reportedly, the narrowest portion if the stricture was 5-6cm long and was relatively hard. The stricture was not dilated prior to stent placement. During the procedure, the physician introduced the 15cm stent to the desired location and the stent was able to be deployed. However, the physician noted that the stent was longer than expected. The stent was removed from the patient and was measured to be about 16-17cm in length, 1-2cm longer than the labeled length. The procedure was completed with an 18x10cm ultraflex esophageal ng distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.